Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-03353. It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and the atrial lead presented with dislodgement. Both leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient status was unknown.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Event description:
New information received notes the atrial lead presented with high capture thresholds due to dislodgement, discovered via interrogation. The patient was stable.